Manufacturer narrative:
On september 27, 2021, the mentor failure analysis lab received the device for evaluation. On october 8, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant was found to be ruptured and received incomplete. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-5645158). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The rupture was confirmed by an ultrasound. The patient has an scheduled explantation and replacement surgery with mentor gel devices on (B)(6) 2021.

Manufacturer narrative:
On october 28, 2021, mentor became aware that replacement devices used on (B)(6) 2021 for the bilateral replacement surgery were catalog number 3507255mc; serial number (B)(6) on the left side, and catalog number 3507275mc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).